Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was experiencing oversensing on left ventricular (lv) lead. The lead was suspected to have been turned off. The device remains in service. No adverse patient effects were reported.